Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -11.00 diopter, and the lens tore/broke during injection into the eye. The lens was removed during the same surgery, with no apparent injury. The surgeon did not implant another lens.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture. Visual inspection found the haptic torn. (B)(4).